Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received, a supplemental form will be completed.

Event description:
It was reported that the customer's pump has delay with charging. There was no impact to the customer's blood glucose level.